Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The repair center of olympus (B)(4) was informed from the user that the error code e204 which indicated the focus function failure was appeared on the monitor at the unspecified endoscopy diagnostic procedure. The user used the same device and completed the procedure without using the dual focus function. At the inspection for the repair, the repair center of olympus australia couldn't duplicated the reported phenomenon and surmised that it was caused the endoscope. There was no patient injury associated with this report. It was not provided the other detailed information.